Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes') and perforation ('or perforation of other organs') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved and the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 6-dec-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes") and perforation ("or perforation of other organs") in an adult female patient who had essure (ess205) inserted (lot no. 12237659) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of depression, epilepsy, asthma, migraine, parity 1 and gravida I. Previously administered products included: oral contraceptive nos, nortriptyline and oral contraceptive nos. Concurrent conditions were listed as seizure, pancreatitis, nausea, raynauds, metabolic acidosis, vomiting, nausea, epigastric pain, peptic ulcer disease, abdominal pain, uti, seizures, bleeding breakthrough, menorrhagia, mood altered, premenstrual syndrome and fibromyalgia. Concomitant products included phenobarbital and keppra [levetiracetam]. On (B)(6) 2004, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: on (B)(6) 2020 laparoscopic bilateral salpingectomies. She then underwent a vaginal hysterectomy (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: clinical indication: upper abdomen pain/ colitis, diverticulitis impression: bilateral nonobstructing renal calculi. The mentioned hypodensity in the left lobe of the liver is most likely a cyst; on (B)(6) 2021: clinical indication: pancreatitis on previous MRI with changes in the head of the pancreas. Impression: 1. There are no abnormalities are noted related to the pancreas; no discrete mass is evident. There are no regional inflammatory change nor evidence for pseudocyst formation, no complicating features related to pancreatitis. 2. Incidental findings are stable which include mild hepatic steatosis hepatic bilateral nonobstructive renal calculi as well as presumed changes secondary to hysterectomy within the lower pelvis.; on (B)(6) 2021: clinical indication: had bilateral salpingectomies to remove essure coils but one tube may not have had a coil in it. Can it be seen on x-ray. Findings: on the left side of the pelvis is a coil which apparently has not been removed. [Pathology test] on (B)(6) 2010: source of specimen: uterus and cervix gross description: minimal adherent blood clot is noted in the endometrium. A metallic coil is noted attached to the posterior endometrium. This measures 1.6 cm long; on (B)(6) 2020: source of specimen 1. Hardware removed, left fallopian tube and coil. 2. Hardware removed, right fallopian tube and coil. Gross description: the specimen container labelled "left fallopian tube and coil". There is no metallic coil. The specimen container labelled "right fallopian tube and coil" sectioning reveals an unremarkable lumen with a metallic coil at the isthmus aspect, fimbria in toto bisected, cross-section of tube. Microscopic description sections show portions of unremarkable fallopian tubes. Diagnosis. Fallopian tubes (right and left with associated coils), bilateral salpingectomy: unremarkable fallopian tubes. Metallic coil present within right fallopian tube. No metallic coil identified with the left fallopian tube; on (B)(6) 2021: clinical history: last remaining essure coil. Source of specimen: hardware removed, essure coils. Gross description: the specimen container labelled "essure coil" contains a 5.5 x 0,2 cm metallic coil with a small amount of adherent soft tissue. Diagnosis: essure coil identified [physical examination] on (B)(6) 2021: clinical indication: had bilateral salpingectomies to remove essure coils but one tube may not have had a coil in it. Can it be seen on x-ray. Findings: on the left side of the pelvis is a coil which apparently has not been removed. [Ultrasound pelvis] on (B)(6) 2020: clinical history: she is interested in knowing if the nickel coils area still in her pelvis as she has read those cause severe adverse effects. Impression: remnant essure coils are suspected in both sides of the pelvis. X-ray was obtained for correlation and the patient 2020 CT was reviewed. These demonstrate bilateral metallic foreign bodies in the pelvis consistent with essure coils. The left sided coil appears intact. The right-sided coil is foreshortened and may have been partially removed. [X-ray] on (B)(6) 2021: clinical indication: laparoscopy and essure coil removal findings: two select fluoroscopic images are provided during laparoscopic removal of essure coils. No radiopaque essure coils are identified on the images provided. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: medical record received. Lab data including (surgical pathology report) added. Lot number, medical history, historical drugs, new reporters are added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes") and perforation ("or perforation of other organs") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of depression, epilepsy, asthma, migraine, parity 1 and gravida I. Previously administered products included: oral contraceptive nos, nortriptyline and oral contraceptive nos. Concurrent conditions were listed as seizure, pancreatitis, nausea, raynauds, metabolic acidosis, vomiting, nausea, epigastric pain, peptic ulcer disease, abdominal pain, uti, seizures, bleeding breakthrough, menorrhagia, mood altered, premenstrual syndrome and fibromyalgia. Concomitant products included phenobarbital and keppra [levetiracetam]. On (B)(6) 2004, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: on (B)(6) 2020 laparoscopic bilateral salpingectomies. Discrepancy: she then underwent a vaginal hysterectomy (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: clinical indication: upper abdomen pain/ colitis, diverticulitis. Impression: bilateral nonobstructing renal calculi. The mentioned hypodensity in the left lobe of the liver is most likely a cyst; on (B)(6) 2021: clinical indication: pancreatitis on previous MRI with changes in the head of the pancreas. Impression: 1. There are no abnormalities are noted related to the pancreas; no discrete mass is evident. There are no regional inflammatory change nor evidence for pseudocyst formation, no complicating features related to pancreatitis. 2. Incidental findings are stable which include mild hepatic steatosis hepatic bilateral nonobstructive renal calculi as well as presumed changes secondary to hysterectomy within the lower pelvis.; on (B)(6) 2021: clinical indication: had bilateral salpingectomies to remove essure coils but one tube may not have had a coil in it. Can it be seen on x-ray. Findings: on the left side of the pelvis is a coil which apparently has not been removed [pathology test] on (B)(6) 2010: source of specimen: uterus and cervix gross description: minimal adherent blood clot is noted in the endometrium. A metallic coil is noted attached to the posterior endometrium. This measures 1.6 cm long; on (B)(6) 2020: source of specimen 1. Hardware removed, left fallopian tube and coil. 2. Hardware removed, right fallopian tube and coil. Gross description: the specimen container labelled "left fallopian tube and coil". There is no metallic coil. The specimen container labelled "right fallopian tube and coil" sectioning reveals an unremarkable lumen with a metallic coil at the isthmus aspect, fimbria in toto bisected, cross-section of tube. Microscopic description -sections show portions of unremarkable fallopian tubes. Diagnosis -fallopian tubes (right and left with associated coils), bilateral salpingectomy: - unremarkable fallopian tubes - metallic coil present within right fallopian tube - no metallic coil identified with the left fallopian tube; on (B)(6) 2021: clinical history: last remaining essure coil. Source of specimen: hardware removed, essure coils. Gross description: the specimen container labelled "essure coil" contains a 5.5 x 0,2 cm metallic coil with a small amount of adherent soft tissue. Diagnosis : essure coil identified. [Physical examination] on (B)(6) 2021: clinical indication: had bilateral salpingectomies to remove essure coils but one tube may not have had a coil in it. Can it be seen on x-ray. Findings: on the left side of the pelvis is a coil which apparently has not been removed. [Ultrasound pelvis] on (B)(6) 2020: clinical history: she is interested in knowing if the nickel coils area still in her pelvis as she has read those cause severe adverse effects. Impression: remnant essure coils are suspected in both sides of the pelvis. X-ray was obtained for correlation and the patient 2020 CT was reviewed. These demonstrate bilateral metallic foreign bodies in the pelvis consistent with essure coils. The left sided coil appears intact. The right-sided coil is foreshortened and may have been partially removed. [X-ray] on (B)(6) 2021: clinical indication: laparoscopy and essure coil removal findings: two select fluoroscopic images are provided during laparoscopic removal of essure coils. No radiopaque essure coils are identified on the images provided. Lot number: 12237659 is invalid. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes') and perforation ('or perforation of other organs') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved and the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.